Manufacturer narrative:
One catheter with monoject 1.5cc limited volume syringe was returned for evaluation in opened original tray and carton box. The IFU was also enclosed. As received, a hair-like substance was attached on the female luer of the gate valve. The color appeared brown and one side of the substance looked like a hair follicle. The length was measured approximately 0.9 mm long but accurate length could not be taken since the substance was curled. All through lumens were patent without any leakage or occlusion. Balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. No visible defect was observed from catheter body, returned syringe, tray and IFU. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of contamination issue was confirmed. It is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened; however, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "eyelash-like material was observed on the thermistor connector when the pouch was opened before use." There were no patient complications reported.